Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported upstream occlusion alarms, which were reproduced. A review of the event history log identified multiple 'upstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be the ultrasonic sensor, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.